Event description:
Dealer states that the seat upholstery is sagging real bad. Customers weight (B)(6). Has had the chair since (B)(6) 2014. Used in private home. Used indoors not sure about outdoors.